Event description:
Mechanical failure of rt total knee. Removal and revision of all components.

Manufacturer narrative:
An event regarding revision surgery for an unspecified reason involving a triathlon femoral component was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further.

Event description:
Mechanical failure of rt total knee. Removal and revision of all components.

Manufacturer narrative:
Additional devices listed in this report: cat 5521-b-300, lot xcbm, description: tri ts baseplate size 3. Cat 5530-g-316, lot 9hmmkd, description: triathalon cr x3 tibial insert. Cat 5551-g-299, lot 866a description: triathalon asymmetric x3 patella. It cannot be determined which of these devices mechanically failed and it was noted that the devices are not available for evaluation, however, additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.